Manufacturer narrative:
B3: date of event is unknown h6 evaluation codes: updated h3: updated one device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition. The device's event history log was reviewed for evidence of the reported problem, found ?back-up audible alarm power on self-test" error. To conduct functional testing the device was powered up. Upon power up, the reported problem couldn't duplicate the intermittent error in history. The probable cause is the main board. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint, corrected data: health effects - clinical signs and symptoms or conditions corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed background audible alarm. No patient involvement reported.